Event description:
Bought toilet seat about one year ago, purchased (B)(6) 2020. On (B)(6) 2021 went to use restroom and the toilet seat fell out from under her. She fell forward and hit her head on the edge of her metal bathroom door. Was knocked out. Hit head, her foot ended up ender her in a weird position. When she woke up she had a hard time getting up, took it slow. 3 hours total from floor to getting up. Did not go to the doctor/emergency but had made friends aware and had them call her occasionally to check up on her. Put unit back on toilet. She said that for the last month that she has seen "black marks" on the toilet seat, possibly the rubber pad wearing itself off. She cleans the unit once every week.